Event description:
Ppd and medical records received. Ppd alleges dislocation. After review of the medical records for MDR reportability, the revision operative note indicated dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. Medical records indicate the liner is a competitor device. This use of a depuy femoral component in conjunction with a competitors acetabular system is not recommended and is considered off label use. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.